Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Examination of returned device found no evidence of product non-conformances. During the evaluation, no new risks were found and implant met specifications. Engineer could not determine why the cement did not adhere to implant with the information provided.

Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2013. During the procedure, the cement did not bond to the tibial tray causing the implant to move. The tibial tray was removed and replaced. As a result, a 60 minute delay occurred in the procedure.